Event description:
Device report from depuy synthes reports an event in canada as follows: it was reported that during a cervical spine fusion case using the synapse system, upon inserting a 4.5mm x 30mm screw in the t1 level, the head of the screw broke off. No lot # was identified on the screw. No patient or other information is available. Unknown if fragments were generated. Surgery was delayed 20 minutes due to the reported event. Concomitant device reported: unk - insertion instruments: trauma (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for one (1) 4.5mm ti cancellous polyaxial screw 30mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional pro-codes: nkg, mnh, mni. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: clinical code added for foreign body in patient. Medical device problem codes updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw was placed in patient's vertebrae, broke on standard application. The surgeon removed pieces, but some pieces remained post op.